Event description:
On 24th june 2024, rayner received notification from a UK healthcare faciltiy of an event that occurred during use of a rayone toric rao610t. The event description provided states that the lens cracked immediately following implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be cracked. The rayone toric rao610t was explanted and exchanged during the original surgery session; however, the same incident occurred with the back-up lens (see MDR 3012304651-2024-00145). "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Surgery is reported to hae been prolonged as a result of the event. No patient harm/injury is reported. The rayone preloaded iol injection system use fmea identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The device has not been returned to rayner. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. Our review of production records for the rayone toric rao610t batch 054240983 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the cause of the event.